Manufacturer narrative:
(B)(4). Date sent: 10/02/2017. Additional information was requested and the following was obtained: the lot number provided, p00019p67, is not a valid batch and/or lot number. Do you have the correct six digit batch and/or lot number? Since the device is not returning, do you have a photo of the device and the issue that occurred? Device lot number: p4rg75. Lot # expiration date 04/30/2022. Lot # certification date 05/09/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2019. Corrected data g7: this correction is being submitted to correct the sequential numbering for the follow up reports. Follow up report # 2 submitted on 10/05/2017, should have been submitted as follow up report # 1. The subsequent follow up report #3 submitted on 11/16/2017, should have been submitted as follow up #2.

Manufacturer narrative:
(B)(6). Date sent: 11/16/2017 d4: batch # p9285t device analysis: the analysis results for the el5ml device found that it was returned with the distal end of the shaft broken and the piece broken was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. No functional testing could be performed due to the returned condition of the device. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 9 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6. Follow up number.

Manufacturer narrative:
(B)(4). The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided, p00019p67, is not a valid batch and/or lot number. Do you have the correct six-digit batch and/or lot number? Since the device is not returning, do you have a photo of the device and the issue that occurred?

Event description:
It was reported that during an unknown procedure, deployed the first two clips successfully. On the third squeeze two clips became stuck in clipper. Then two sides of the end of the tip of the clipper fell off. No unusual force to fire or actions were used on the instrument.